Manufacturer narrative:
During a surgical procedure, the tip on the yankauer was found to be missing. The tip was visualized in the surgical site. It was removed without incident. The pt suffered no adverse effects as a result of the incident. Review of complaint history records confirmed there was no complaint on this issue before. Review of the device history record showed no related defects found during the in-process inspection rounds. A sample has not yet been returned for eval, so no corrective action can be determined. A follow up report will be filed once a sample is received and any required corrective action is determined.

Event description:
Reportedly, a pt was under going a laparoscopic sigmoid colectomy and during the procedure, the yankauer tip of the suction hand piece broke off. The tip was recovered without incident. There were no post op complications for the pt.